Manufacturer narrative:
The initial reported event was received on (B)(6) 2017. Of note, the reportable malfunction is normally submitted via a bimonthly report submission that would have been due on (B)(6) 2017. Information was subsequently received on 2017-11-16 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up with the patient's physician revealed the patient had passed away.

Manufacturer narrative:
Continued of medical product: a2dr01 ipg, implanted: (B)(6) 2016. Product analysis: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead right atrial (ra) lead and right ventricular (rv) lead were explanted. The leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.